Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to pull out medication. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es - unable to pull out medication. The technical support specialist dialed into the station and found the user was unable to pull the medication because they did not have access to it. The pharmacy needed to review the user role, area, and medication security group permissions. Then the override failed because there was no override group assigned that the user had access to. The part of the kit that wasn't included in the order needed to be removed using an override and the user tried to remove the kit to fulfill a patient order, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.